Event description:
The yellow/clear cap is leaking at the junction where the two pieces connect together. The medication leaks out of the crack and does not infuse into the patient. The device was removed and replaced, no known harm at this time.